Event description:
General report received of an unspecified number of undocumented incidents of the float valves in the solusets did not close when the solusets emptied; subsequently air was noted in the tubings. The solusets were being used to deliver unspecified medications. After unspecified lengths of time in use, the solusets emptied and the shut off valves did not close; subsequently, air was noted distal to the solusets. It was reported that no air was delivered to the patients. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.